Event description:
Pt reports pump malfunction. Sn (B)(4) is not properly working. Pt can only see half of the screen. She did drop the pump. Pump is being replaced and return box sent. It did not happen while in use and no interruption to therapy or clinical injury. Pt using functioning back up pump. Reported to (B)(6) by pt/caregiver.